Event description:
This report is in reference to the patient's lead located at l2. It was reported high impedance was present due to the patient's lead being fractured. As a result, the lead was explanted and replaced. Surgical intervention addressed the patient's issue.